Manufacturer narrative:
Philips investigated this complaint. According to the additional information acquired, the system was not in clincial use at the time of the event.a philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. A philips field service engineer (fse) inspected the system onsite and found that suite pc had software problems. Fse replaced operating system(os) disk of suite pc which resolved the issue. After replacement of operating system(os) disk of suite pc, the system returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.